Event description:
The patient reported poor communication on programmer. They were unable to connect with programmer or recharger. The patient informed the manufacturer representative (rep) who tried a physician mode recharge (pmr) but was unsuccessful. The patient felt the stim in their body bit it was not effective. The patient also met with the rep many times to try different settings, but it had not been effective. The patient thought the implant was too deep. There had not been any falls or trauma. The rep loaned the patient external equipment to see if that would make a difference but it had not worked, so they were looking to leave the equipment at the health care professional (hcp) office. The patient had a checkup appointment on the day of the report. The inability to connect with the programmer, recharger, stim not effective was about three months ago, (B)(6) 2016. Other relevant medical history includes spinal pain.

Event description:
Additional information from the patient via the manufacturer representative reported that they still had not seen their health care professional (hcp). A patient letter reported that the issue had not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.